Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the right ventricular (rv) lead was not capped and replaced as previously reported. Further lead oversensing of noise was observed. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was observed with noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.